Event description:
It was reported that while placing a bravo ph monitor, the capsule would not attach to the pt's esophagus. The capsule fell off into the pt's stomach and was retrieved. No serious injury to the pt was reported.

Manufacturer narrative:
.